Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the ribbon cable was damaged on the control panel causing the alarm not to function, which confirmed the original complaint issue.

Event description:
Dealer states, the no breath alarm is not working.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the no breath alarm is not working.